Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. This patient was seen in the hospital and all shock impedance test results were greater than 200 ohms. Boston scientific technical services (ts) suggested performing isometrics and serial slit. The field representative will discuss it with the physician. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received that a revision procedure was done that confirmed a loose connection between the ICD and rv lead. The lead was re-inserted into the rv port and secured appropriately with resulting normal impedances. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--